Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It was reported the occurrence of fetal death ('8 baby reported to have not survived') in 8 fetus whose mothers had inserted essure. In addition, other events include abortion spontaneous ('miscarriage') and ectopic pregnancy with contraceptive device ('15 ectopic pregnancy') in an unknown number of female patients who had essure inserted. Detailments of each individual patient, essure insertions dates in mothers, pregnancy details and gestational ages of each fetus at time of fetal death diagnosis were not reported. Other relevant information regarding patient's concurrent conditions, medications and past medical history were also not provided. The reporter considered abortion spontaneous, ectopic pregnancy with contraceptive device, foetal death and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and refers to a social media post. It was reported that 8 baby reported to have not survived. It was also reported that 15 ectopic pregnancy and miscarriage occurred in an unknown number of female patients. The causes of fetal death can be mainly attributable to fetal, maternal, or placental pathology. In this present case, detailment of each individual mothers/fetus such as gestational ages at time of deaths, causes of fetal death, mother¿s concurrent conditions; concomitant medications or past medical history were not reported. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use by the mothers and the reported fetal deaths as not assessable. With regards to the event ectopic pregnancy, considering the event¿s nature, a causal relationship with essure cannot be excluded. With regards to the miscarriage, considering that the gestational age was not provided and that vast majority of spontaneous abortions occurs in the first trimester, a causal relationship with essure can be excluded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('15 ectopic pregnancy') and foetal death ('8 baby reported to have not survived') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "650 pregnancy's reported". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), pregnancy with contraceptive device ("650 pregnancy's reported/177 live birth"), twin pregnancy ("twin pregnancy") and multiple pregnancy ("triplet pregnancy") and experienced foetal death (seriousness criterion medically significant) and abortion spontaneous ("miscarriage"). At the time of the report, the ectopic pregnancy with contraceptive device, foetal death, abortion spontaneous, pregnancy with contraceptive device, twin pregnancy and multiple pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abortion spontaneous, ectopic pregnancy with contraceptive device, foetal death, multiple pregnancy, pregnancy with contraceptive device and twin pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4) and (B)(4). References and events : twin pregnancy and multiple pregnancy were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('15 ectopic pregnancy') and foetal death ('8 baby reported to have not survived') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "650 pregnancy's reported". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), pregnancy with contraceptive device ("650 pregnancy's reported/177 live birth"), twin pregnancy ("twin pregnancy") and multiple pregnancy ("triplet pregnancy") and experienced foetal death (seriousness criterion medically significant) and abortion spontaneous ("miscarriage"). At the time of the report, the ectopic pregnancy with contraceptive device, foetal death, abortion spontaneous, pregnancy with contraceptive device, twin pregnancy and multiple pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abortion spontaneous, ectopic pregnancy with contraceptive device, foetal death, multiple pregnancy, pregnancy with contraceptive device and twin pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality-safety evaluation of ptc. This spontaneous case was reported by a lawyer and refers to a social media post. It was reported that 8 baby reported to have not survived. It was also reported that 15 ectopic pregnancy and miscarriage occurred in an unknown number of female patients. The causes of fetal death can be mainly attributable to fetal, maternal, or placental pathology. In this present case, details of each individual mothers/fetus such as gestational ages at time of deaths, causes of fetal death, mother¿s concurrent conditions; concomitant medications or past medical history were not reported. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use by the mothers and the reported fetal deaths as not assessable. With regards to the event ectopic pregnancy, considering the event¿s nature, a causal relationship with essure cannot be excluded with regards to the miscarriage, considering that the gestational age was not provided and that vast majority of spontaneous abortions occurs in the first trimester, a causal relationship with essure can be excluded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('15 ectopic pregnancy') and foetal death ('8 baby reported to have not survived') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "650 pregnancy's reported". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), pregnancy with contraceptive device ("650 pregnancy's reported/177 live birth"), twin pregnancy ("twin pregnancy") and multiple pregnancy ("triplet pregnancy") and experienced foetal death (seriousness criterion medically significant) and abortion spontaneous ("miscarriage"). At the time of the report, the ectopic pregnancy with contraceptive device, foetal death, abortion spontaneous, pregnancy with contraceptive device, twin pregnancy and multiple pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abortion spontaneous, ectopic pregnancy with contraceptive device, foetal death, multiple pregnancy, pregnancy with contraceptive device and twin pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. This spontaneous case was reported by a lawyer and refers to a social media post. It was reported that 8 baby reported to have not survived. It was also reported that 15 ectopic pregnancy and miscarriage occurred in an unknown number of female patients. The causes of fetal death can be mainly attributable to fetal, maternal, or placental pathology. In this present case, detailment of each individual mothers/fetus such as gestational ages at time of deaths, causes of fetal death, mother¿s concurrent conditions; concomitant medications or past medical history were not reported. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use by the mothers and the reported fetal deaths as not assessable. With regards to the event ectopic pregnancy, considering the event¿s nature, a causal relationship with essure cannot be excluded with regards to the miscarriage, considering that the gestational age was not provided and that vast majority of spontaneous abortions occurs in the first trimester, a causal relationship with essure can be excluded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.